Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the 27th february 2015 however after the first installation and one successful power cycled, the device records multiple failed self-tests due to a low battery throughout the history log. Significant voltage fluctuations were recorded throughout the history log. The returned pad-pak was installed and the device powered on upon installation of the pad-pak. This confirms the reported fault. The device then powered off with a device service required prompt and red flashing status led. The device powered immediately restarted. The test pad-pak was also inserted with the same result. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with a device service required prompt and a flashing red status led. The device was disassembled for investigation. The on/off circuitry was scrutinized and a faulty component was found and replaced. The device then performed as expected. Investigation found the reported fault can be attributed to a faulty component.

Event description:
There was no patient involved in this event. The device switches itself on when pad-pak is inserted.